Event description:
It was reported that an 840 ventilator had a blank display. At this time, it is unknown if there was patient involvement. A covidien service engineer (se) inspected the device and reconnected the cable from the graphical user interface (gui) printed circuit board (pcb) to the liquid crystal display (lcd). The se performed self-testing on the device and all tests passed.